Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). In addition, pod's cannula was found kinked. As treatment, the patient activated a new pod and continued treatment.

Manufacturer narrative:
The device was received fully deployed. The cannula assembly and needle mechanism were inspected and no damages or abnormalities were observed that could contribute to an improper insertion of the cannula. The downloaded data did not show any timeouts or drive stalls. Thus, the exact cause of the reported improper insertion could not be conclusively determined. Additionally, the cannula assembly was inspected for damages and did not find the soft cannula bent, kinked, or damaged. Furthermore, the cannula assembly and bottom housing were inspected and no damages or abnormalities were observed that could contribute to pain during insertion. Thus, the exact cause of the reported pain event could not be conclusively determined.